Event description:
It was reported by the patient that the lead moved and the patient was schedule for surgery to have it fixed. The clinician confirmed that the right atrial lead dislodged post operatively. A lead revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.